Event description:
It was reported that the patient faced an infusion set tape not sticking event due to swimming on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6).patient country:spain.name: medtronic minimed,country: united states of america,street: 18000 devonshire street,city: northridge,state: california,zip code: 91325 ¿ 1219.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.